Event description:
Information was received from a patient (pt) regarding an external device. Patient reported nothing was happening when they pushed the button on the top of the controller. Pt was trying to turn their stimulation off and said the button on the top of the controller was working when they first received the replacement controller yesterday but did not seem to be working today. Pt inspected battery compartment and li battery and said they looked good. Pt said the controller turned on when plugged into ac power . Pt then put in the battery and said everything seemed to be functioning as intended (ins fully recharged, controller half charged). Pt will monitor the situation and will call back for further assistance if needed. It was later reported that when they put the battery pack in the screen wouldn't come on. They plugged in the ac power and it started working, but then they went to charge the screen went blank. Pt says green light is on, on power supply but screen wont come on when battery pack was taken out, and ac power plugged in. Pt put in battery pack, and then screen did come on, and it says the ins is at 80 percent and the controller is at 0 percent. Pt plugged in ac power but it doesn't appear to be charging controller. A new ac power supply was sent. Additional information was received and it was reported that their controller replacement was still not working. Pt said the controller worked for a day when they first received it but now the controller won't recharge from ac power. Pt said the screen just stays dark/wouldn't power on when they plug it in. Walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pt inspected the battery compartment and li battery and said they looked good. Pt put aa batteries into the controller and confirmed the controller powered on with the aa batteries. Additional information was received from the patient. Pt mentioned that the battery door on their controller does not fit over the new battery that was sent out. Pt said the battery does not fit "down in" the controller and the controller still will not come on. Patient services specialist(pss) consulted the repair department and confirmed the pt was sent a new style battery and the battery door on a dummy controller. Pt was guided through installing the new battery and the battery door on the controller. Pt confirmed the controller was illuminating and "seemed to be working as expected." Additional inf ormation was received from the patient. Patient called back stating that their controller was working fine until today when the controller would not turn on. Pt put 2 aa batteries into the controller and the controller turned on. During call pt verified no damage to the controller battery pack but noticed that one of the 4 pins in the controller battery compartment was bent and out of alignment. During call pt plugged the controller into ac power supply without the controller battery and the controller turned on. A replacement controller was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number nld053101n) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. H3: analysis of the 97745ac patient programmer power cord (ptm) (serial number unknown) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.